Manufacturer narrative:
The reported device was returned and evaluation was performed. The initial visual inspection confirmed there were corrosion and damages. It was noted that punctual holes in the insulation can be seen in the distal shaft area. Based on the overall traces of use over the length of the shaft, it can be assumed that small cracks/damage were already present before use. The flow of current then caused an electrical flashover at the weakened points, which melted the insulation. No corrective actions necessary as there is no critical and/or systematic deviation found during investigation. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the cautery (electrode) "hook had a civit on the wand causing arching into bowel". Per report, the electrode was inspected and replaced immediately. Sutures were performed to repair the damage on the bowel. No additional was provided.

Manufacturer narrative:
Attempts to obtain additional were made to the reporter. The reporter will update with information and status of reported device. After the evaluation is performed and completed, a supplemental report will be made. The event is filed under internal karl storz complaint ID: (B)(4).